Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head [...] Ends up in my mouth - oral-b [device breakage] brush head [...] Doesn¿t stay securely attached to the hand piece - oral-b [device connection issue]. Case narrative: 68 year old male consumer reported via phone that the oral-b crossaction toothbrush head did not stay securely attached to the oral-b toothbrush hand piece, type 3765, and ended up in his mouth. No injury was reported.